Event description:
Dr. (B)(6) surgeon from the customer reported that a patient came in with pain. He took some x-rays and observed that the screw was broken in s1.

Manufacturer narrative:
(Method) - complaint history analysis, risk assessment. (Results) - a complete investigation could not be completed as no product was returned. There have been approximately 126 complaints with a similar failure mode for xia 1 and xia 2 implants. In this case, the screw was found to be broken after surgery. Stryker spine has not been able to ascertain if a revision surgery has been completed. (Conclusion) - the complaint could not be fully investigated as the implicated device was not returned.